Event description:
It was reported that, "after training, the triathlon implants were being opened by the circulating nurse when it was noticed that the femoral component's sterile packaging was contaminated. At this point told doctor and circulator that we had another implant. This implant was put onto the sterile field."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.